Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies coil stretching and premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an aneurysm treatment during a pediatric case, the coil was unable to be positioned and could not be withdrawn. The coil appeared to be stretched and prematurely detached from the delivery pusher. The coil was withdrawn with the microcatheter and removed from the patient. Another coil was used and the procedure was successfully completed.

Manufacturer narrative:
Items returned for evaluation: pusher. Implant. Non-microvention microcatheter items not returned for evaluation: introducer dispenser hoop shrink lock. The visual analysis of the returned items found heater coil kinked with the implant not attached to the pusher, but no indications of activation was observed on the pusher heater coil. The implant was returned separated from the pusher, stretched, tangled and partially stuck inside the returned microcatheter. During the investigation, the pusher's monofilament was found broken, indicating that the device experienced a tensile break. The returned microcatheter was also evaluated and found to be in good condition with no observable damage/kinking.